Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2015 at approximately 6:46pm he obtained blood glucose results of ¿600, 440, 320, 324, 297, 54, 93, 77 and 44mg/dl¿ using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using insulin and self-adjusts the dose. It is unclear whether the patient made any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿fatigue, clammy skin and eyes dilated¿ at approximately 7:41am on (B)(6) 2015, and reportedly self-treated by consuming additional food/drink in response to the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the unit of measure was set correctly at time of testing and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk the patient through a re-test. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015. Device evaluation.the lay user/patients meter has been returned on 1/15/2015 and further evaluated by lifescan product analysis on 1/27/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.